Manufacturer narrative:
The returned device was evaluated and no issues were observed with the cannula, adhesive pad, or bottom housing that would contribute to skin irritation/infection. The exact cause of the reported infusion site irritation/infection could not be conclusively determined.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17; changing your pod 3 / page 24. Warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Changing your pod 3 / page 34. Warning: if an infusion site shows signs of infection; immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider. Living with diabetes 11 / page 117. At least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported after wearing the pod between 4 and 24 hours on the leg the patient noticed the site was painful, inflamed and infected. He went to the hospital who provided unction as treatment to the patient's site abscess. There was insulin leaking noted at the insertion site. The patient's blood glucose was reading at 400 mg/dl so he treated it with a new pod.